Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd japan received 21 samples and attached 2 photos for investigation. Evaluation of photos indicates that the print has partially faded and 2 are missing print. Additionally,100 retention samples were visually inspected and no label issues were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label and faded label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® k2e 10.8mg plus blood collection tubes, an unspecified number of tubes had labels that were either unable to be read or faded. There was no health impact or consequences reported.